Event description:
It was reported that cerebrovascular accident (cva) occurred. The patient underwent a concomitant ablation and left atrial appendage (laa) closure procedure with a 24mm watchman flx pro closure device which was implanted, and the patient reported the procedure to have been completed successfully and was discharged home the same day on eliquis. The procedure was collectively almost three (3) hours, with the ablation being extensive and involving pulmonary vein isolation (pvi), posterior wall (pw), cavotricuspid isthmus (cti) ablation, and mitral isthmus (mi) ablation using farapulse and faradrive components. The laa closure procedure took 30 minutes. Three (3) days post index procedure, the patient reported experiencing abnormal symptoms and presented to the emergency room. The patient was admitted for overnight monitoring and subsequently discharged home the next day. While in the hospital, the patient received a computed tomography (CT) scan and a small ischemic cva was discovered. The patient remains on eliquis as prescribed and has a scheduled follow-up appointment on (B)(6) 2026. The patient's symptoms completely resolved within a few days. In the physician's opinion, the cva was not related to the procedure directly, but does note the patient has significant lung disease (fibrosis and chronic obstructive pulmonary disease) and thinks the patient may have been coughing hard and perhaps an air bubble crossed the atrial septal defect (asd) and caused the cva.